Event description:
Procedure: urogynecological. According to the reporter: as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Reviewer's comment: interim gynecological records from (B)(6) 2005 were not available for review. On (B)(6) 2005: she is receiving delestrogen 20 mg along with depo- testosterone 100 mg intramuscular injections for her hormone problems. She reported no problems with incontinence since the sling procedure in (B)(6) 2005. Reviewer's comment: further gynecology records are not available for review to know the health status of patient.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, complication post implant: (B)(6) 2012: pelvic and vaginal discomfort. (B)(6) 2013 - (B)(6) 2013: pelvic pain, mixed incontinence and unspecified abdominal pain. Mesh revision surgery: (B)(6) 2013: underwent cystoscopy, excision of urethral sling and anterior repair under general anesthesia. Following revision surgery developed complications,mixed incontinence, pelvic pain, candida vulvovaginitis, voiding dysfunction, and stress incontinence. Intervention surgery: (B)(6) 2014: underwent cystoscopy with durasphere periurethral injection under monitored anesthesia care.